Event description:
Patient reported left side rupture, pain, "soreness" and "there has been intra- and extra-capsular rupture of the left breast implant with what appears to be extra-capsular material tracking along the lateral and inferomedial margins". Bronchitis was also reported but is not related to the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.7.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, pain, "soreness" and "there has been intra- and extra-capsular rupture of the left breast implant with what appears to be extra-capsular material tracking along the lateral and inferomedial margins". Bronchitis was also reported but is not related to the device. The device has been explanted.